Manufacturer narrative:
(B)(4), evaluation, no investigational testing was undertaken for complaint (B)(4), as the patient sample and reagent lot in question were not available for return and sufficient information was available to address the complaint. A comprehensive review of manufacturing data, in process and final release test data did not identify any issues that could impact the performance of architect total b-hcg reagents manufactured to date and indicated that all specifications were met prior to release. As part of the investigation, a review of the performance of architect total b-hcg assay in (B)(6) for peptide hormones and related substances was conducted to evaluate the performance of the architect total b-hcg assay in relation to its ability to reliably recover b-hcg in patient samples. This review concluded that architect total b-hcg assay to date is demonstrating desirable performance. Furthermore, architect total b-hcg reagent kit, list number 7k78-25, lot number 77901jn00 was used to assess samples for (B)(6) testing (B)(4). During testing, the recovery of architect total b-hcg controls were used to assess the validity of the curve generated and panels were assessed to ensure the capability of architect total b-hcg reagent kit, list number 7k78-25, lot number 77901jn00 to accurately recover different concentrations of b-hcg in patient samples. Results obtained concluded that the architect total b-hcg assay is performing acceptably. Additionally, this reagent lot is assessed through our in-house stability program and to date three time points have been tested (one month, two months and three months) subsequent to final product release testing. A review of the stability data generated illustrated that all controls and assay parameters were within specifications for each of the time points assessed thus concluding that architect total b-hcg reagent kit, list number 7k78-25, lot number 77901jn00 is performing acceptably. The complaint in question highlights that the false (B)(6) result was obtained for a single patient sample and the subsequent retests displayed a (B)(6) result thus suggesting that the issue in question may be due to sample handing. In conclusion, a specific reason for the customers observation could not be determined, however from the investigation performed it can be concluded that no product deficiency has been identified for the architect total b-hcg reagent kit list number 7k78-25, lot number 77901jn00 and the investigation demonstrated that safety, effectiveness and label claims were met.

Event description:
The account stated that the architect b-hcg reagent has generated higher than expected results on several patient samples. Upon reviewing the patient data, the account confirmed one discrepant result. The initial result was 165.9 miu/ml but when retested the result was negative at <1.20 miu/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4) (B) (4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.